Event description:
Initially, the customer contacted baxter technical service to request assistance with a low drain volume alarm that occurred during peritoneal dialysis (pd) therapy with the homechoice (hc) machine. The solution was provided over the phone and during the conversation, the customer reported the home patient (hp) does not feel well and has an infection in the peritoneum. On (B)(6) 2012, baxter product surveillance (ps) contacted and spoke with a nurse from the dialysis facility regarding the peritonitis event. The nurse reported the patient has been hospitalized since (B)(6) 2011 and recently discharged to home in hospice care for issues unrelated to peritoneal dialysis therapy. The nurse reported the patient acquired e. Coli peritonitis while hospitalized and is currently in the recovering stages for the peritonitis. He received unknown antibiotics for the peritonitis. The nurse also reported the peritonitis has been an ongoing issue since being hospitalized. The nurse reported the hp began continuous ambulatory peritoneal dialysis (capd) therapy on an unspecified date in (B)(6) 2010 with unspecified solutions. The nurse was unaware of how the patient acquired the peritonitis. The nurse reported the patient was recently discharged home in (B)(6) 2012 to hospice for issues related to peripheral vascular disease and is currently recovering from his long-term peritonitis. No further information available at this time regarding the cause of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd891093, gd887034 and gd886119 with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.